Event description:
Caller reported blood glucose result of 280 mg/dl, washed her hands, and immediately retested and obtained a result was 140 mg/dl on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.